Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of device data logs. The device was put through extensive testing including bench handling, impedance testing and defibrillation cycling without duplicating the report. The device was recertified and returned to the customer. The battery was not provided for evaluation. Analysis of reports of this type has not identified an increase in trend.